Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
It was reported via phone call that the customer's insulin pump alarmed with off no power with previously receiving a weak battery alert. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the off no power issue. It was confirmed that an (B)(6) aaa was the battery used. The customer was advised to discontinue use of the pump; however, the pump is out of warranty and will not be replaced or returned. An out of warranty letter will be sent to the customer.